Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to an end of life (eol) indicator after 41.7 months of service. Three months prior to explant, the device's battery indicated a middle of life 2 (mol2) measurement. Another boston scientific ICD was successfully implanted with no report of subsequent adverse patient effects.